Event description:
It was reported as part of a clinical study that after undergoing a da vinci-assisted nipple sparing mastectomy (nsm) procedure, the patient was found to have ongoing bilateral shoulder tightness. The complication was identified during a 1-year follow-up. The patient was referred to the physiotherapy for range of motion therapy. Intuitive surgical, inc. (Isi) followed up with initial reporter and obtained the following information: there was no malfunction of an isi system, instrument, or accessory occur during the primary procedure nor any intra-operative complications. The investigator has deemed this event to be ¿possibly related¿ to the robotic nsm procedure and possibly related to the da vinci device. Isi followed up with the surgeon and obtained the following information: the shoulder stiffness occurred over the last several months with no onset date reported. There were no issues with positioning the patient's arms during the procedure. There was also no numbness, weakness or pain of the neck/upper limbs, no swelling or the upper limbs as well as no injury to the nerves/shoulder joint ligaments or tendons. The patient did not have any surgery done on the axilla. The surgeon stated that many patients have slight shoulder stiffness/subtle decreased range of motion following bilateral mastectomies with implant reconstruction. Per the surgeon, physiotherapy for range of motion therapy improves the condition significantly.

Manufacturer narrative:
Based on the current information provided, the investigator concluded that the cause of the shoulder stiffness was possibly related to the robotic nsm procedure and possibly related to the da vinci device. If additional information is received, a follow-up MDR will be submitted. A system log review cannot be performed because the system logs are not available at this time. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted nsm procedure, the patient was found to have bilateral shoulder tightness and was referred to physiotherapy for range of motion therapy.